Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 500 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. The pump motor slide rewinds properly during rewind test. However, compromised force sensor system alarm during the basic occlusion test and prime test at 4 pounds due to moisture damage force sensor resistor . Unable to perform the occlusion and excessive no delivery test due to compromised force sensor system alarm. Pump received with corroded motor assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, cracked lcd window and minor scratched lcd window.